Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: there are vertical lines on the display once powered on, screen is dark and then alarms.